Event description:
Medtronic received information via literature regarding patient-prosthesis mismatch in small aortic annuli. All data were collected from a single french center from june 2019 to april 2021. The study population included 143 patients who were predominantly female with a mean age of 82.5 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 26 were implanted with a medtronic evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, two deaths occurred within 30 days of implant. These patients were excluded from the final study population. No further details were provided regarding these deaths. Based on the available information medtronic product was not associated with the deaths. Among all patients adverse events included: moderate to severe patient-prosthesis mismatch, moderate to severe paravalvular leak (pvl), arrhythmia requiring permanent pacemaker implant, vascular complication, and bleeding complication. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ferrara et al. Prosthesis¿patient mismatch in small aortic annuli: self-expandable vs. Balloon-expandable transcatheter aortic valve replacement. J clin med. 2022 apr 1;11(7):1959. Doi: 10.3390/jcm11071959. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.